Manufacturer narrative:
Date sent to FDA: 11/12/2019. Additional narrative: it was reported that the patient underwent mesh excision surgery on (b)(76) 2016. It was reported that the patient experienced bleeding.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(4) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on an unknown date. No additional information was provided.